Event description:
It was reported that a malfunction occurred on the pump, with at least three occurrences of the same issue previously reported. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in resetting the pump and arranged for a replacement pump to be sent. The customer was advised on using the new pump and the steps to return the malfunctioning pump.